Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump passed the self test and passed the off no power test. No unexpected battery out limit alarm was noted. No unexpected low battery test was noted. No unexpected blank display anomalies during rewind noted. The pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.